Manufacturer narrative:
A getinge field service engineer (fse) says able to reproduce, not able to power on. Replaced cable power on switch,also found depleted batteries showing install 1980,so replaced batteries li-ion.full calibration, functional testing and safety check to factory specifications. Unit returned to the customer.

Event description:
N/a.

Event description:
It was reported that during pre-use, the cardiosave intra-aortic balloon pump (iabp) units power button cover fell off, batteries are dead unit is shutting off by itself. Later it was clarified with biomed that the on/off button fell off and both batteries are depleted and they are not charging. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.